Manufacturer narrative:
(B)(4). Evaluation summary: the plunger, link, anterior needle, and both cuffs were not returned with the device. The scope of this investigation was limited. Evaluation of the returned device indicated that the posterior cuff miss occurred as evidenced by an undisturbed posterior needle. There was no needle strike mark at the posterior foot, suggesting the posterior needle was deflected away from posterior foot pocket instead of engaged with the posterior cuff inside the posterior foot pocket as intended. The posterior cuff miss would result in a failure to retrieve the suture during the needle plunger retraction and this could appear very similar to the reported suture break. Because the plunger was not returned with the device, during testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The needle trajectory of every device is checked during manufacturing. Based on the investigation findings, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issues were detected. A review of the product lot history record did not reveal any nonconforming material records relevant to the reported event. A query of the complaint database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the suture broke and another proglide was used to successfully close. There was no adverse patient sequela. No additional information was provided.